Event description:
It was reported that the catheter access port was detached from pump at replacement. When replacing the pump, the hcp aspirated the catheter and found "small black particles." The catheter was also replaced. The hcp planned to send the aspirate and the catheter to the manufacturer for analysis. The pump contained morphine (pf morphine sulfate), baclofen (lioresal), clonidine, sufenta and bupivicaine (marcaine) - concentrations and doses were not reported. No patient symptoms or outcome were reported.

Manufacturer narrative:
The catheter related to this event was not identified. Per the manufacturer's device registration system this patient had two catheters active at the time of the event. We were unable to determine which catheter was the catheter related to the event.